Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier fingerprint was not scan. A technical support specialist (tss) dialed into the station and identified that the driver package was on version 9.6.41389. Log review revealed errors related to the biometric identifier component. The device was uninstalled using device manager with the driver removal option unchecked, and the station was rebooted. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier fingerprint scanner could not scan or took a long time to respond. The issue occurred after an update. The customer rebooted the station multiple times and attempted to recover the drawer; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.